Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received. The section of the pipeline that did not open is unknown. The catheter was a medtronic device. Marksman model fa-55150-1030. It could not be returned.

Event description:
Additional information was received that the system's push guidewire was damaged and could not be pushed in place. The pipeline was not placed in a bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline pushwire kink and failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery ophthlamic artery segment with a max diameter of 5.9 mm and a 3.1 mm neck diameter. The landing zone was 3.4 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown whether dual antiplatelet treatment was administered. The angiographic result post procedure showed significant retention. It was reported that the blood flow-directed dense mesh stent implantation surgery was planned to be performed, and ped425-30 was se lected and used. When the stent was pushed out, it was found that the pushing guidewire was kinked and could not be pushed out normally and the stent could not be opened. Therefore, after replacing the 450-30, the surgery was successfully completed. It was noted that whether the push wire was kinked/damaged is unknown. Whether the pushwire was rotated to deploy the pipeline is not specified. There was no friction or difficulty observed.  The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box and within a plastic bio-pouch. The pipeline flex braid was found partially deployed out from within the unknown catheter distal tip. ¿ damage location details: no bends or kinks were found with the pipeline flex pusher. An unknown catheter distal segment was found separated on the pipeline flex pusher distal end. The pipeline flex braid proximal and distal ends were found open, but damaged (frayed). The pipeline flex pusher tip coil was found damaged. ¿ testing/analysis: the separated unknown catheter segment was removed from the pipeline flex pusher with difficulty causing the pusher to detach at the weld. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open¿ and ¿pushwire kink/damage¿ reports could not be confirmed. No bends or kinks were found with the pipeline flex pusher and the pipeline flex braid was found open. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿normal¿ and the braid was not placed in a vessel bend. Therefore, patient vessel tortuosity and user deploys braid in vessel bend were ruled out as potential causes. It is likely that the damage found with the pipeline flex braid (fraying) contributed to the failure to open issue. The braid can become damaged if resheathed more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.